Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked. The customer is unsure how the touchscreen became damage. There was no impact to the customer's blood glucose level. The customer reported the pump will continue to be used for insulin therapy.